Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they allege insulin pump was under delivering. The customer¿s blood glucose level was 300 mg/dl, 351 mg/dl. Customer experienced symptoms such as nausea, blur vision, dizziness. Customer was treated with syringe. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. Troubleshooting was not yet done. The insulin pump will not be returned for analysis.